Manufacturer narrative:
Initial reporter is synthes sales representative. Device history lot part # 314.467. Synthes lot # h278463. Supplier lot # na. Release to warehouse date: mar 29, 2017. Manufactured by synthes (B)(4). The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: device evaluation: visual inspection: the stardrive screwdriver shaft t8 105mm (314.467) was received with stripped distal lobes. Additional surface wear consistent with use was noted which would not impact device functionality. The received device matches the reported condition of bent, as such the complaint is confirmed. The device was found during a set inspection, as such the specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Dimensional inspection: inspection of the relevant features, the distal tip, were unable to be completed due to post manufacturing damage. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the distal tip of the screwdriver shaft was found to have stripped lobes. An analysis code of visual: stripped/worn/twisted/cross threaded was selected rather than the reported visual: deformed/bent to better capture the observed failure. Although a definitive root cause could not be determined, it is likely that this complaint condition is due to the application of excessive force or a failure to fully seat the tip in a screws drive recess during insertion/removal. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a stardrive screwdriver shaft was found bent during a routine inspection. There is no procedure or patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).